Event description:
It was reported that the spring wire guide (swg) did unravel, but did not shear off in the patient. Conversations with the emergency room physician indicated there were no patient complications. Additional information received by the sales representative on (B)(4) 2010 stated he met with a physician, but not the one that inserted the catheter. The patient had no internal jugular/subclavian access so a femoral insertion site was used. The 18ga introducer needle was used to access the vein & the swg was passed successfully. The dilator and triple lumen catheter was then inserted without incident. While attempting to remove the swg from the distal lumen of the catheter, the physician had difficulties. She rotated the catheter and withdrew it approximately 2 - 3 cm. After consulting with a colleague, she continued to pull harder on the swg until she felt it snap. She was then able to withdraw the swg and noticed that it was unraveled, but concluded that the entire length of the swg was removed. The sales representative stated that he showed the physician the instructions for use and specifically pointed out a picture of a swg "curled under the distal tip of a catheter." The sales representative specifically noted the last line of the paragraph along with the "warning" which states: "if resistance is again encountered remove the swg and catheter simultaneously. Warning: although the incident of swg failure is extremely low, the practitioner should be aware of the potential for breakage if force is applied to the swg." Physician responded with "the patient needed the catheter and had very poor vascular access. Removing the catheter was not an option."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.